Event description:
The facility representative reported an ipump with a condition of "needs calibration accuracy in question". It is unknown when this condition occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous reported problem for this pump.

Manufacturer narrative:
(B)(4). The reported malfunction of "needs calibration accuracy in question" was confirmed and not reproduced. The root cause was attributed to a defective micro processing unit board. The micro processing unit board was replaced to fix the problem. A device history review was performed finding no abnormality was observed. Should additional information be received, a follow-up medwatch will be submitted.